Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/5/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one small needle- suture outside its packaging were received for analysis. Product code sxpp2b101, this product code is double armed. During the visual inspection of the detached needle, the needle hole and swage area were noted with marks probably caused by a surgical instrument. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. In the inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extreme was noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? 1. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions: (B)(6).

Event description:
It was reported that a patient underwent an unknown breast and endocrine surgery on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that one side of the needles on both ends has detached. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.